Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that the right ventricular (rv) lead had high pacing threshold outputs. Repositioning of the lead was attempted and unsuccessful, therefore, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).